Event description:
The trial patient experienced tingling and numbness down her left leg when the stimulation was turned off since implant. The stimulation was supposed to cover the lower half of her abdomen. She was at home. Additional information has been requested.

Manufacturer narrative:
(B)(4).